Event description:
Event description cpi received information that when the implantable cardioverter defibrillator (ICD) was turned off prior to the patient undergoing back surgery, a non-sustained episode was noted with stored electrograms recording normal sinus rhythm. R-to-r intervals were erratic indicating the ICD was oversensing. Cpi received additional information that the ICD is oversensing resulting in inappropriate shocks. An invasive procedure was performed and it was noted that the lead was fractured at the location of a suture. It was reported that the suture was tied directly to the lead insulation resulting in a fracutre. The lead and the ICD were removed.